Event description:
The customer reported the system would not start up (boot up). There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cable clamp connector was evaluated and replaced. The system was tested and found to be working as intended and returned to service.